Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the pump time and date were incorrect; cause was not known. Blood glucose was 125 mg/dl. Tandem technical support reviewed pump data and found that the customer had adjusted the time/date a couple of times. Upon follow up, customer inadvertently set the incorrect date/time. No other pump issues were reported.